Event description:
It was reported that the patient's experienced a shocking sensation and a loss of therapeutic effect (increase in baseline pain in their legs) from their implantable neurostimulator (ins). There was no known accident or incident related to the onset of this event. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).